Manufacturer narrative:
Philips service replaced the mpd control unit and on/off circuit. The system was not returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system experienced intermittent reboots due to mpd control unit failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.